Event description:
Information was received from a consumer and an healthcare provider (hcp) regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the patient developed sepsis and "it attacked all the metal" in her body so she had her pump removed along with her artificial knee and a port. The patient thought the event happened in 2014 or 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.